Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the battery depleted and did not give any alarm or alert. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to confirm or duplicate the reported problem. The pump was recalibrated and retested. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.